Event description:
It was reported that the insulin pump had a battery cap that could not be removed. The caller also reported that there were many scratches and a worn display on the insulin pump. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stripped battery cap coin slot.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.